Event description:
The micro sagittal saw was sent in for repair because it was running on its own without activation. The event occurred during routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, the customer's complaint duplicated. Further investigation revealed damage to the bearing, motor, press plug and other component parts. Corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.